Manufacturer narrative:
(B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis, and resolution for the device described in this report. The service technician observed that the material used to secure the connector on a previous repair did not work very well. He secured the connector this time using super glue at the advice of technical support. (B)(4).

Event description:
On (B)(6) 2013, at university of (B)(6), the customer reported that vario twin, hl-20 5-pumps console (article number: 70104.3267, serial number: (B)(4)) had a cardioplegia display that would flicker and go out completely. If the customer tapped the display it would reappear. (B)(4).